Event description:
Boston scientific received information that this pacemaker and associated right ventricular (rv) lead displayed noise that was oversensed. Oversensing led to pacing inhibition but not result in more than two seconds of asystole for the patient. Isometrics were not able to recreate the noise. Boston scientific technical services discussed potential sources for the reported clinical observations. The patient had recently undergone a change out procedure, as such, a connection issue was suspected. The patient was then seen for revision procedure. A tug test was performed and the lead was determined to have been inserted tightly. The rate sense portion of the lead was removed from the header. At that time, tissue was noted on the ring of the lead and inside of the port of the device header. The device was explanted and has been returned for analysis. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.